Event description:
A user facility reported that the intraocular lens (iol) "would not fold right". Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was torn/split/cracked on the post of the lens case. The other haptic was bent-distal area. The optic was torn/split/cracked. The optic had scratched-rejectable. Lens folded using folding tweezers and unfolded with no abnormalities. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/09/2009 and 04/30/209 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).